Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that nurse cannot issue the medication for a patient. A technical support specialist (tss) checked and confirmed that one of the on-site nurses had high-alert override access, so nurse was able to perform the override. The issue was resolved through override training for high-alert items. The patient¿s medication order for the item had expired the day prior. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had expired medication order, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had expired medication order, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.